Manufacturer narrative:
(B) (4)

Event description:
The pt feels like the pump is infusing too much medication since back surgery. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.